Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with corroded battery tube. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 42 mg/dl on the morning of the call, and 186 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer reports that the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported lows when they wake up. The customer also reported lows of 30 mg/dl on the day of the call, 44 mg/dl on (B)(6) 2018, and 33 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.